Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined. (B)(4).

Event description:
According to the reporter, during a bowel resection, the stapler was loaded and fired on a segment of the bowel. Afterwards, the surgeon noticed that the staple line was incomplete. The surgeon over-sewed the leaking staple line. The surgery time was extended over 30 minutes. Suture was used for reinforcement material. The last known patient status is stable.